Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while the ventilator generated 2 technical error codes while it was connected to a patient and ventilation subsequently stopped. One technical error indicated disabled valves and the other a communication failure between the control printed circuit board and the ventilator¿s monitoring subsystem. There was no patient harm. Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on-site by our field service engineer. The reported technical error alarms were not reproduced. Another technical error alarm indicating that the internal temperature is too high or a temperature sensor error on the expiratory channel pcb was generated. The expiratory channel pcb was replaced where after the ventilator was successfully function-tested and it was returned to service. Simulation testing of returned expiratory channel pcb was done in a ventilator. The pre-use check passed without deviations and ventilation testing performed during 8 days did not reproduce any fault. The reported technical error alarms were not reproduced during test of the returned expiratory channel pcb. The evaluation of the received device logs confirm the occurrence of reported technical error alarms. The clinical alarms generated in connection to the technical error alarms show that ventilation stopped. The root cause of the reported technical alarms has not been determined.

Event description:
Manufacturer reference#: (B)(4).